Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator intermittently failed pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The investigation was made based on the received information. The ventilator was investigated by our field service engineer on site. The pre-use check failed intermittently the pressure transducer test, o2 cell/sensor test and battery test during pre-use check. According to further inspection, the reported issue was resolved by replacing one of the gas modules nozzle unit. The device logs were not provided to verify the reported failures. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Our conclusion is that the replaced nozzle unit was most likely the cause of the reported event. However, the exact root cause of why the part failed has not been established as it was not returned for investigation.

Event description:
Manufacturer's ref: #(B)(4).